Manufacturer narrative:
The field service representative was unable to determine a cause and noted he checked the rinse mechanism fluid and dispense levels, checked the rinse mechanism tubing for pinholes, adjusted for more water in cuvettes and replaced the valve bank for detergent and water rinse control. He also replaced the syringe seals, checked the usm mixers, checked the probe and sipper alignments and cleaned the ise is bath. He also replaced the squeegee on rinse mechanism, checked the cells for any excess fluids left after rinse and replaced the detergent waste line from v11 to waste. The user ran calibration, qc and samples to verify the performance of the analyzer.

Event description:
User received erroneous ise results for two patient samples over a two day period. The potassium result for one sample was considered discrepant. The original result was 3.2 mmol per l, repeat result was 4.0 mmol per l. The erroneous result was caught up prior to reporting the result.